Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a bph surgical procedure at 0 joule and 0 minute "problem encountered directly with the generator greenlight". How the procedure was completed was not provided. No harm to the patient was reported.